Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified issue with the adc freestyle librelink application. Customer reported that the application does not communicate data to librelinkup application. The customer experienced a loss of consciousness and their caregiver was unable to be notified customer was hypoglycemic. The customer was treated with oral glucap 120 gram tablet provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported data not being communicated from librelink to the librelinkup application. Attempted to replicate the user¿s complaint using a similar configuration and was able to receive readings and alarm notifications on librelinkup from the librelink app, and the complaint was not able to be reproduced. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified issue with the adc freestyle librelink application in use with (iphone 11/ os 16.2 /app version 4.3.0.10). Customer reported that the application does not communicate data to librelinkup application. The customer experienced a loss of consciousness and their caregiver was unable to be notified customer was hypoglycemic. The customer was treated with oral glucap 120 gram tablet provided by a third-party. There was no report of death or permanent injury associated with this event.